Event description:
During a routine device exchange, the ventricular lead was not able to be removed from the header of the device. A white substance was visually observed on the set screw. The ventricular lead was broken and was removed from the header of the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of cannot untighten the ventricular (v-) setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the (v-) setscrew inset, preventing the wrench from engaging it. Wrenches cannot penetrate calcified blood so the wrench can only be partially inserted into the setscrew inset. Since the wrench cannot engage the inset, it will slip around in the inset and strip that portion of the inset it is in contact with without untightening the setscrew. In lab testing the calcified blood was removed from the setscrew inset. The wrench could then fully insert and engage the inset to untighten and tighten the setscrew normally. The blood came through a hole punched out through the septum by the user of the torque wrench at time of implant.